Event description:
Additional information received via email. There was no patient involvement. No further details provided.

Manufacturer narrative:
Other text: a1, b5, d10, h3 and h6. Health effects codes, updated. D3, g1,2 email is: (B)(4).

Manufacturer narrative:
Other text: h6 codes, updated. One device was received for investigation. The device was received in with a bend on the front panel and the rotary flow rate rubs on the battery compartment. The device was functionally tested by checking the battery compartment. The device does not alarm, however, there is no power. The positive and negative tabs in the battery compartment are pushed in flat. These were pulled back out to the normal position. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device had an alarm issue. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.